Event description:
It was reported that the lead exhibited loss of capture. When a reposition attempt was made, it was observed that the atrial and ventricular leads were fused together. The patient stated they were in an automobile accident in (B)(6) 2010, but no loss of capture was noted at that time. Fluoroscopy on (B)(6) 2011 revealed twiddling and the rv lead was dislodged, and the svc coil was in the right atrium. The leads were cut and capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned measuring 4.5cm from connector pin. Hence, unable to perform a complete analysis. Other: na.